Event description:
It was reported that a patient presented in clinic for a follow up on (B)(6) 2017. It was noted the patient had fallen recently. Upon interrogation the right ventricular lead exhibited noise reversion episodes started since (B)(6) 2017. All other electrical measurements were within range. The noise was reproducible and was causing pacing inhibition. The lead was capped and replaced on (B)(6) 2017. During the procedure when the new lead was plugged into the implantable cardioverter defibrillator, there was still some noise present, contributed by the generator. The device was replaced and no noise was noted on the new device. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).